Manufacturer narrative:
Findings: unit function properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, test and all operating current test. No excessive no delivery alarm noted. Pump received with cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they had tried all remedies to resolve the issue, but was unsuccessful. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.